Manufacturer narrative:
Evaluation of the returned sendit delivery device (sendit) confirmed it was fractured. If the sendit is forcefully retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Evaluation of the returned penumbra system red72 silver reperfusion catheter (red72 silver) revealed consecutive kinks on the catheter. This damage likely occurred due to retracting of the sendit against resistance. There was no alleged complaint against the returned red72 silver. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using the penumbra system red 72 silver reperfusion catheter (red72 silver), a sendit delivery device (sendit), a neuron max 6f 088 sheath (neuron max), and a guidewire. While removing the sendit from the red72 silver, the physician experienced resistance. The physician continued to retract the sendit and observed that the sendit was fractured under fluoroscopy. The red72 silver containing the sendit was removed. No part of the sendit was in the patient. The procedure was completed with one pass using another red72 silver, another sendit, the same neuron max, and the same guidewire. There was no report of an adverse effect to the patient.